Event description:
It was reported that pump charging required holding charging cable at certain angle and that pump housing and usb port appeared damaged, which affected ability to charge, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to transfer pump settings and reconnect continuous glucose monitor to replacement device.